Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 12 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent was damaged and deteriorated in the guide catheter. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 12 synergy¿ drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent was damaged and deteriorated in the guide catheter. No patient complications were reported.